Event description:
It was reported that the battery does not charge and also gets hot. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted and a follow-up report will be submitted once the device is received and when the quality investigation is complete.